Event description:
Revision surgery - due to the position of the cup the patient dislocated their hip twice; the surgeon repositioned the cup.

Manufacturer narrative:
The reason for this revision surgery was a result of a patient's hip dislocating. The in-vivo service duration for this product was 4.25 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's hip dislocating was due to a cup that was malpositioned. The complaint report did not identify any definitive information indicating the reason for the cup not being properly aligned. There are no indications of a product or process issue affecting implant safety or effectiveness.